Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay reporter contacted lifescan (lfs) alleging that the lay patient's one touch ultra 2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the reporter to obtain add'l info. The reporter said the product issue first occured on the same day at 11:30 am. A patient blood glucose result of 130 mg/dl was obtained on the reported meter. The reporter said the patient had a seizure after the product issue occurred and ended up in the hospital. A result of 42 mg/dl was obtained on an ER meter and the patient was treated with IV glucose at 12:10 pm on that day. No info was provided regarding the patient's diabetes treatment regimen. The cca noted that the reporter was unable/unwilling to confirm the meter unit of measurement setting at the time of concern or to verify the alleged reading in the meter memory. The patient's products were replaced. The complaint is reported, because the reporter alleges the patient experienced a seizure and hypoglycemic reading on an ER meter after receiving a normal range blood glucose reading on the lfs product. The reporter claims that the patient was treated with IV glucose.